Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 61 mg/dl, 297 mg/dl, 413 mg/dl, 89 mg/dl and 467 mg/dl and the sensor blood glucose value was 40 mg/dl. Customer reports they did not receive a sensor updating alert. Customer reports they did received a calibration not accepted alert and change sensor alert. Troubleshooting was assisted. . Insulin delivery was not suspended due to sensor glucose and blood glucose. The sensor glucose and blood glucose difference was not within target range of glucose difference. The insulin pump and the sensor will not be returned for analysis.